Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 26 days post implant of this annuloplasty band it was explanted and replaced with a bioprosthetic valve. No failure mechanism was provided. No other adverse patient effects were reported.